Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered multiple lead integrity alerts (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes, variable pacing impedance and noise. Additionally noted were alerts for high / undefined bipolar pacing impedance and clear evidence of a "ring failure." Reprogramming had previously been completed but alerts have retriggered since. The lead currently remains in use. No patient complications have been reported as a result of this event.